Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, about 10 cm blood was noted at the end of the balloon. As a result, the iab was removed and a new iab was inserted using the same insertion site to complete the operation. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, about 10 cm blood was noted at the end of the balloon. As a result, the iab was removed and a new iab was inserted using the same insertion site to complete the operation. There was no report of patient complications, serious injury or death.